Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an impedance measurement of <50 ohms on electrode #1. It was noted that impedances were normal at implantation. The patient did not report any falls or other trauma related to this event. The company representative reprogrammed the patient without using electrode #1 and appropriate stimulation response was obtained.